Manufacturer narrative:
Batch review performed on 20-nov-2019. Lot 179114: 122 items manufactured and released on 26-mar-2018. Expiration date: 08.03.2023. No anomalies found related to the problem. To date, 61 items of the same lot have been already sold without any other similar reported event clinical evaluation performed by medical affairs director: 4 months after primary rsa following fracture a partial revision is performed due to atraumatic dislocation to increase tension by replacing head, liner and metaphysis. No reason to suspect a faulty implant performance in this case. Additional implant involved in the event, batch review performed on 20-nov-2019. Batch review for reverse shoulder system 04.01.0122 humeral reverse hc liner ø39/+0mm (k170452) lot. 175047. Lot 175047: 160 items manufactured and released on 27-set-2017. Expiration date: 11.09.2022. No anomalies found related to the problem to date, 108 items of the same lot have been already sold with one similar reported event.

Event description:
Revision surgery performed 3 months after the primary due to a luxation when the patient wanted to put his shoes at home. The surgeon revised the glenosphere, liner and metaphysis. The primary surgery was performed due to a fracture.